Event description:
It was reported that there was a size 3 tracchie with a size 3.5 base plate. No patient injury was reported.

Manufacturer narrative:
A review of the returned product confirmed the neck flange plate was printed 3.5mm ID and the shaft measured 3.0 mm. A review of the device history record (DHR)for the lot number, confirmed the shaft and connector portions of the device were 3.0 mm ID components. The sliding neck flange issued to the lot was a 3.5 mm ID. The portion of the device that is inserted into the body matched the part number associated with the identified lot number. A distributed product risk review, corrective action plans, were initiated. A global ship hold was unable to be initiated since there were no remaining units of the lot in inventory. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).